Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine at an unknown concentration and dose via an implantable infusion pump. The indication for use was spinal pain. It was reported that for a couple of months the patient's pump had been sliding and started to flip. It had become difficult for the personal therapy manager (ptm) to connect and communicate with the pump. It was noted that the ptm battery cover would not stay on. The caller spoke to a device manufacturer representative about the issue and the use of an antenna was suggested; the patient did not currently have an antenna. The caller was transferred to repair and was redirected to follow up with the healthcare provider (hcp) if the pump position remained an issue. No symptoms were reported. No further complications have been reported as a result of this event.